Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 400 mg/dl. The customer stated that he was able to correct the alarm by rewinding the pump and changing the set. The customer stated that he changed the set at lunch and started again at dinner. The customer stated that he got them by delivering a bolus and tough a rewind. The customer stated that the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs to troubleshoot.